Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. As a serial number could not be determined, device history and manufacturing records could not be reviewed. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the power switch and wiring on the machine. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a power switch that was burned and melted. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a power switch that was burned and melted. There was no harm to any patients or individuals because of this malfunction. The power switch was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt power switch. The biomed replaced the power switch and wiring, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The biomed reported that the power switch is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a power switch that was burned and melted. There was no harm to any patients or individuals because of this malfunction. The power switch was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt power switch. The biomed replaced the power switch and wiring, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The biomed reported that the power switch is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a power switch that was burned and melted. There was no harm to any patients or individuals because of this malfunction. The power switch was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt power switch. The biomed replaced the power switch and wiring, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The biomed reported that the power switch is available to be returned to the manufacturer for physical evaluation.